Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the device leak gas at probe cannula? A. Yes. Did the device leak at probe handle? A. Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a mwa case was done and ran into a defective probe. For the pr xt 15cm probe, ¿there were bubbles present.¿ there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2022. Investigation summary: since this occurred in canada, there is no call home available. Probe (B)(6) (0 uses) was investigated at neuwave. Upon visual inspection, the probe looked normal. All functions (test, tissu-loc, ablate) worked to specifications. No issues/problems were seen. The issue of the bubbles seen on test was not verified. Lot ml21107059 was reviewed (in process sn (B)(6)). Manufacture date: 11/12/21. Expiration date: 6/30/25. There were no problems seen during the manufacturing and testing of this lot.